Event description:
It was reported that the device tip detached and was subsequently retrieved from the patient.the patient presented as asymptomatic for a right transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. No resistance was encountered during sheath insertion or positioning, and no challenging anatomical conditions, such as vessel tortuosity or calcification, were present. The arterial sheath was not manipulated without a dilator and was not distally clamped. Final angiographic imaging demonstrated the sheath tip appeared intact. The physician was removing the arterial sheath and suspected that a balloon was lodged within the sheath. Upon further observation, it was noted that the sheath tip was missing. Access was regained, and an angiogram was performed, which identified the dislodged sheath tip within the internal carotid artery (ica), where it subsequently migrated to the petrous ridge. A second nps was opened, access was re-established, and the sheath tip was retrieved using a small balloon. All portions of the device were believed to have been removed from the patient. A third nps was opened and a nine-minute flow reversal washout was performed. Imaging in multiple views was subsequently conducted to confirm that all fragments had been successfully removed. No patient complications were reported.